Event description:
It was reported at the international therapeutic radiology conference that the pt suffered a transient ischemic attack (tia) following angioplasty to dilate the lesion in the basilar artery. Medication was given and the pt recovered from the tia. The pt had been part of a study led by the physician and all subjects included in the study had to have had a prior tia or stroke for inclusion. No other info is available.

Manufacturer narrative:
Report source. Other for international therapeutic neuroradiology 2009.